Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer called and reported that they got hospitalized due to low blood glucose on (B)(6) 2017 with blood glucose of 27 mg/dl at the time of the incident. The customer was at 87 mg/dl at the time of the call. The customer changed their set but received repeated motor error alarms, and failed battery alarms when she tried to change the battery to resolve the issue. The customer also received a motion sensor test failure alarm. The customer experienced symptoms such as feeling low immediately after the set change. The customer was wearing the insulin pump during the incident. Troubleshooting was not completed. The insulin pump will be returned for analysis.

Manufacturer narrative:
Motor error alarm during rewind due to the tip of the motor slide is broken off . Unable to perform the self test, unexpected restart error test, displacement test, rewind, basic occlusion test, occlusion test, prime test excessive no delivery test, and the delivery accuracy test or verify the failed battery and motion sensor test failure alarms due to motor error alarm. The insulin pump was received with minor scratched lcd window, scratched reservoir tube window, and case cracked at the reservoir tube window corner.